Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection: passed. Voltage check: passed 0.21 vdc . Pairing with (B)(4) bluetooth device: failed. A review of the cloud/share data available was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of a loss of connection is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.